Event description:
It was reported that following the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode, successful induction testing was performed. The patient rhythm then became broader and no output was produced. The electrode was noted to be severely impaired. The patient was then admitted to the intensive care unit. This electrode remains in service. No additional adverse patient effects were reported.